Manufacturer narrative:
Zimmer biomet complaint (B)(4). A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Summary investigation.

Event description:
It was reported that the implant could not achieve primary stability and was removed.

Event description:
Additional information received identified that another implant was placed during the same procedure, making this case a same day replacement

Manufacturer narrative:
Additional information received on 27-dec-2019 identified that another implant was placed during the same procedure, making this case a same day replacement. This event no longer meets reportability requirements. Therefore, no further medwatch reports will be submitted.